Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use, a flotrac sensor had inaccurate pressure value. The hemosphere monitor displayed 180 mmhg while the patient monitor displayed 100 mmhg. Cardiac output measurements were unable to be continued. Zeroing was performed again, and the cables were reconnected, but the issue could not be resolved. The problem was resolved by replacing the flotrac sensor. There was no allegation of patient injury.